Event description:
This is report 4 of 4 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. As a result of the peritonitis, the patient experienced diarrhea and stomach issues. The patient was not hospitalized for the peritonitis and the cause of the event was unknown. The patient was treated with unspecified prophylactic antibiotics for the peritonitis. On a later date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers: h12f21058, h12g23052, h12h29057, h12i06079, h12g19068, h12j26076, h12j03034, h12l11074 and h13b22021. There were no exceptions noted during manufacture of these lots related to the reported condition. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).